Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with an unspecified anti-inflammatory drug injection (dose, route, frequency and duration were not reported). At the time of this report, the patient has not recovered from the event and hospitalization was ongoing. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.